Event description:
When mini site introducer was activated in pt, the dr. Noticed that some of the outer sheath had broke off. He retrieved (3) pieces from pt's abdomen. A second introducer was opened and tested before placing in pt and the outer sheath also broke off.